Event description:
The pt was implanted with an ams monarc sling on (B)(6) 2009 for "urinary incontinence." It was reported that the pt "presented to her doctor's office in 2011 with complaints of feeling a rough substance in her vagina on the anterior wall and was also able to visually see sling material. Physical examination revealed erosion of the sling material in the mid urethral area. The sling material had extended downward into the vagina and rolled into a ball. Pt was admitted for outpatient surgery for the explantation of this product on (B)(6) 2011, and about 3mm of mesh was identified under the mid urethra."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.